Event description:
Customer reported the live monitor blanks out and the technique drives to maximum. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the high voltage cable. System operates as intended.